Event description:
It was reported that a mislabeling of two greenfield filter boxes was noticed. The unopened greenfield filter boxes were labeled with a green sticker, which stated, "greenfield jugular". However, the box itself stated, "greenfield femoral". This event was noted at preparation for the procedure and the devices had no contact with the pt. Same as MFR# 6000118-2004-00042.